Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was due to wear and tear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the minimal access attachment device had damaged and worn out bearing components. It was further noted on the service order form that the device showed aged deterioration and was disconnected from the sleeve. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report on the initial report was documented as (B)(6) 2016; however, upon complaint review, it was determined that the correct date is (B)(6) 2016. The date returned to manufacturer on the initial report was documented as feb 23, 2016; however, upon complaint review, it was determined that the correct date is feb 22, 2016. The date received by manufacturer on the initial report was documented as feb 23, 2016; however, upon complaint review, it was determined that the correct date is feb 22, 2016. The date of manufacture on the initial report was documented as feb 1, 2013; however, upon complaint review, it was determined that the correct date is jan 31, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.